Manufacturer narrative:
(B)(4). Follow up for device evaluation: t was reported there was epoxy drip contamination. To aid in the investigation, ten samples with no identification were received for evaluation by our quality team. A visual inspection was performed, and the needle hub has an epoxy drip over. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 303018, lot 3353970. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 303018 batch #: 3353970. Verbatim: silvia the production team reported epoxy drip contamination for part number bf303018. Lot number was removed from location and inspection was performed, product failed inspection. Date in, component, lot, po, qty; 3/4/2024, bf303018, 3353970, (B)(4), (B)(4).